Event description:
The defect has a diameter of 22mm, with acceptable upper and aortic borders. Physicians decided to treat with an asd amplatzer occluder. The defect was sized with a 34mm balloon and a 26mm occluder was propsed. A 10f delvery system was used. The device was inserted into the loader and then into the delivery sheath. The physicians detacted excessive friction and the occluder never recovered it's correct shape, otherwise, the right disc seemed to be asymmetrical. They decided to continue, when the device was deployed, they identified by angiography that it's shape was still abnormal. While they were pulling back the occluder, the delivery system collapsed, then they cut the sheath proximally (out of patient), in order to withdraw it, keeping the occluder attached to the cable and positioned in the cava vein. A 12f delivery sheath was used to recover the device. During complications, the atrial septum was severely damaged, this was confirmed by echo. The procedure was finished unsuccessfully and the occluder was recovered."